Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old female pt's skin was cutting off raw under the therapy electrode pads. The pt's home health care nurse treated the raw area. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Electrode belt sn (B)(4) was not returned to the MFR. No equipment deficiencies were alleged against the device. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.